Manufacturer narrative:
One sample device was returned for investigation. Under visual inspection, no damage or anomalies were observed on the device. During manufacturing process the devices are 100% inflation tested, which includes inflating each device cuff and leaving for a 12 hour period. Reductions in pressure over this time are considered a failure and the device would be rejected. This inflation test was repeated on the received sample, and the device inflated and remained inflated without pressure loss over the testing period. As no lot number was reported, no review of manufacturing device history records could be conducted. Based on the results of the testing, the investigation could not reproduce the reported issue or confirm the complaint. No actions have been taken at this time.

Manufacturer narrative:
Expiration date and manufacture date are unknown, no information is available based on reported lot number. Date of event: month and year of event have been provided, day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, leakage of air from it was observed, which would not allow the cuff to be inflated. No report of patient injury.